Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative regarding a patient implanted for complex regional pain syndrome. It was reported that the patient¿s device was explanted on (B)(6) 2017 due to a post-operation infection. No troubleshooting was performed. The device was explanted successfully. No further complications were reported.